Event description:
The following has been reported: technovigilance report: the baby who has ordered a mixture of liquids for sodium correction due to dht hypernatremia, the program was installed at 18 hours on march 24, the equipment shows that it is infusing but when checked 4 hours later it was found that it did not infuse anything. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and showed several occlusions during infusion on (B)(6) 2025 and that the total dose infused was reduced after each occlusion. When an occlusion is detected, the pump emits a red visual alarm and for a few seconds the syringe pump. Motor reverses to reduce the pressure in the line. When the pressure is low enough then the audible alarm. Sounds simultaneously with the red visual alarm. So, the theorical infused/dose volume recorded can be reduced. This is normal operation of the agilia sp pca. The reported device was not received in brézins for investigation. Device history log and quality control certificates were reviewed in brézins. A comparison between volume recorded in log and the infused volume was performed and no significant difference between calculated volume and recorded volume. The preventive quality control certificate was also found to be compliant with the specifications. The quality control certificate performed after the event was also indicating that the equipment was working properly. Based on the available information, this complaint is considered not valid, as no issue has been identified. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid.